Event description:
The company was informed that the electrode array of the pt's device has migrated and the pt has suffered irritation at the implant site. Advanced bionics is in the process of gathering more info; once more info is available, a supplemental report will be submitted.